Event description:
The reporter contacted lifescan on december 26, 2006 and alleged that the cap on the pt's lancing device was loose/falls off. The reporter stated that because the pt could not obtain a blood sample, she was taken to the emergency room (it is unclear as how long the pt was not able to test her blood glucose). The pt was feeling weak and delirious at the time of concern. At the emergency room, the pt's blood glucose level was 40 mg/dl and she was treated with IV glucose. At the time of troubleshooting, based on the info provided, there was no misuse of the product (lancing device). This complaint is reported because the pt was not able to test due to the lancing device issue at the time of experiencing the symptoms. She was taken to the emergency room and was treated there for hypoglycemia. A replacement product was sent to the lay user/pt.